Event description:
The customer stated that the insulin pump had a partial display. The customer stated that she noticed the issue after returning from swimming. The customer had left the insulin pump on a lounge chair, under a towel. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify and missing segments due to the blank display anomaly.